Manufacturer narrative:
Standard disclaimer on file.

Event description:
The hlth care professional reported that on 01/13/1997, a 71 yr old, type 2 diabetic was hospitalized due to fluid overload. Pt was treated with icodextrin to increase ultra filtration. On 01/16/1997, pt experienced heavy sweating (had symptoms of hypoglycemia), blood glucose tested at 72 mg/dl on suspect device. Pt was given treatment (unk). Several hrs later blood glucose tested at 83 mg/dl on the suspect device. Hosp lab obtained a blood glucose reading of 8 mg/dl (method unk, time difference also unk). Same day pt developed an insulin coma, hypoglycemia was corrected and pt regained consciousness.